Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the sensor is giving inaccurate readings. She reported that the sensor glucose reading was 65 mg/dl while the blood glucose reading was 119 mg/dl. At the time of the call the sensor glucose reading was 66 mg/dl while the blood glucose reading was 113 mg/dl. Customer's mother stated that the sensor glucose graph was not trending in the same direction as the blood glucose. She stated that the sensor was just started that day and that she was unsure about calibration. Nothing further was reported.